Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the sixth firing, the device was articulated, closed, 20 seconds allowed for tissue compression and then fired. Surgeon could not close firing trigger completely. Upon opening, device had stapled approx halfway and no tissue was cut. On fourth firing of second device, the same problem occurred. Competitive product was then opened and case was completed. There was no pt consequence.